Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis, the customer problem was unable to be duplicated, three separate delivery accuracy tests were performed. The pump was slightly under delivering but within the published +/-6% specification. Service recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing at 17.31ml. No patient was involved in this event. No adverse effects were reported.